Event description:
It was reported that the user was unable to remove the insulin cartridge and luer connector from the ilet despite attempting to twist left and performing a rewind, resulting in discontinuation of pump therapy and transition to multiple daily injections. Symptoms included no reported adverse clinical effects. Outcomes included interruption of automated insulin delivery and reliance on backup therapy. Investigation included customer troubleshooting and requests for photos to assess the connector interface. Investigation of this case revealed that the device could not be detached at the cartridge-connector interface, consistent with a connector detachment difficulty. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending further information from the user.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.